Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 25, 2019. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they experienced an oxygenator failure -like symptoms, and gas transfer was compromised. It was noticed shortly after around the 75-minute mark that the failure started to occur with increasing sweep rates and the need to increase the fio2 despite still being cooled to 28c with the heart arrested. At 0745 rewarm was started to 36c and the pao2 was at 238 mmhg at 85% fio2, and at 0800 the cross clamp was removed and the pao2 dropped to 160 with fio2 100%. The surgeon and anesthesia team were notified of rapid drop in pao2 level and the gas source was investigated as well as an abg run to verify cdi trends. Around 0806, surgeon and anesthesia team were notified of continual decreasing pao2 and increasing pco2 levels indicating probable oxygenator failure, with a pao2 of 94 mmhg. The original plan was to initiate va ECMO s/p cpb. Anesthesia ventilated the patient as they prepared to add an additional venous cannula in the lfv for va ECMO while continuing to utilize the cpb circuit for volume administration via the central venous cannula from pump suckers prn. The transition went well and the pao2 levels remained above 60 mmhg and once on va ECMO, pao2 levels improved to greater than 350 mmhg. No known consequences or impact to patient. The product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The actual sample was visually inspected upon receipt and did not find any anomaly. After having been rinsed, the actual sample was tested for its gas transfer performance in accordance with the factory's shipping inspection protocol. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. Review of device history record and product release decision control sheet of the involved product/lot number combination confirmed that there were no indications of anomalies in them. The investigation result verified that the actual sample, after having been rinsed, was the normal product with no issue in the gas transfer performance. From the available information, it is difficult to determine the definitive root cause. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.